Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the superior incision for this electrode was not healing properly. The pt had been treated with antibiotics, and the previous week the incision was redressed. The issue remained, therefore, the incision was opened, debrided, cleaned and reclosed, and further treated with antibiotics. No additional pt issues were reported. The product remains in service.